Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. Repeat tests were performed using on the veritor and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: " customer called to report that their veritor covid kit lot. 1153341 exp. 10/29/2021 is giving out inconsistent results."

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. Repeat tests were performed using on the veritor and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua#: eua (B)(4). The following information was provided by the initial reporter: " customer called to report that their veritor covid kit lot.1153341 exp.10/29/2021 is giving out inconsistent results."

Manufacturer narrative:
H6: investigation: this statement is to summarize the investigation results regarding the complaints that alleges false positive or discrepant results when using bd kit veritor for rapid detection of sars-cov-2 (mn# 256082), batch number 1153341. Bd quality performs a systematic approach to investigate false positive or discrepant results complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. A batch review was performed for the number provided. The reported issue was unable to be confirmed. The retention testing could not be tested as they are expired. Returned product testing could not be completed a samples are expired. There are no current trends against false positive or discrepant results. Bd quality will continue to closely monitor for trends.